Event description:
A malfunction alarm occurred, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. Technical support decided to replace the pump, which was still under warranty, and informed the customer they would receive a new pump with updated software. The customer was provided instructions about returning the malfunctioning pump and acknowledged guidance on handling the replacement pump.